Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is being filed to report gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. When unpacking of the first steerable guide catheter (sgc), it was noted that the tip was slightly kinked and could not be inserted into groin due to the kink. The sgc was replaced with a new sgc. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed. However, while actuating both grippers, only the anterior gripper came down. Troubleshooting was performed and an attempt was made to lower the grippers independent but the same result occurred. Therefore, it was decided not to use the cds. The cds had no issue during preparation. A new cds was used to complete the procedure successfully. One clip was implanted reducing mr to 2. There was no adverse patient effect with the cds and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate any similar incidents from the reported lot. Based on the information reviewed and without the device to analyze, a cause for the reported difficult gripper actuation could not be determined. It is likely that the reported issue was due to procedural conditions and/or user technique; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.na